Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with pre-syncopal symptoms. Upon interrogation, the device exhibited far p-wave oversensing on a stored egm. Potential programming changes will be discussed with the following physician. No further information is available at this time.